Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port experienced leakage and device damage/deformation. The following information was provided by the initial reporter: filter observed to have a cut in it. Staff advise the new line and filter for infusion, was set up in the department to deliver IV phenytoin and didn't appear to leak when the line was being primed. Infusion was commenced using gp pump to infuse, and when being routinely checked by staff it was noted the infusion had leaked in to the bed clothes. Staff advise the filter when observed, appeared to have a cut in it, and assumed the infusion has exposed the fault present ¿ described as ¿a cut¿. Please note this device has been in contact with blood/ body fluid.

Manufacturer narrative:
The following fields were updated due to additional information as possible lot numbers: d.4. Medical device lot #: 19105368, d.4. Medical device expiration date: 10/04/2022, h.4. Device manufacture date: 10/24/2019. D.4. Medical device lot #: 19105366, d.4. Medical device expiration date: 10/04/2022, h.4. Device manufacture date: 10/24/2019. D.4. Medical device lot #: 19105367, d.4. Medical device expiration date:10/04/2022, h.4. Device manufacture date: 10/24/2019. One 20350e-0006 sample was received for investigation with residual fluid present in the line; no packaging was received with the sample and the customer could not confirm the affected lot number, however the laser marks stamped on the smartsite component identified the possible lot numbers were 19105366, 19105367 and 19105368. A visual inspection of the sample confirmed the customer's experience as the tubing appeared to have been perforated and cut ; leakage was observed from the hole during a flush through. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the observed damage could not be determined; however as the leakage occurred during infusion and not priming of the product, it is unlikely that a manufacturing defect contributed to the customer's experience. A review of the production records for lots 19105366, 19105367 and 19105368 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 20350e-0006 set in the past 12 months. H3 other text : see h10

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. . Device manufacture date: unknown.

Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port experienced leakage and device damage/deformation. The following information was provided by the initial reporter: filter observed to have a cut in it. Staff advise the new line and filter for infusion, was set up in the department to deliver IV phenytoin and didn't appear to leak when the line was being primed. Infusion was commenced using gp pump to infuse, and when being routinely checked by staff it was noted the infusion had leaked in to the bed clothes. Staff advise the filter when observed, appeared to have a cut in it, and assumed the infusion has exposed the fault present ¿ described as ¿a cut¿. Please note this device has been in contact with blood/ body fluid.